Manufacturer narrative:
This lead was electrically abandoned and is not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this chronic right ventricular lead exhibited undersensing and loss of capture. The physician suspected the clinical observations resulted from the age of the lead. This lead and the associated device were electrically abandoned and a replacement system was implanted without further incident. No additional adverse patient effects were reported.